Manufacturer narrative:
25-feb-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer called stating the cords were detaching from the tampons. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer called stating the cords were detaching from the tampons. No injury was reported.